Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose level of 13.4 mmol/l and customer's current blood glucose level was 13.8 mmol/l. Report states that the symptoms related to high blood glucose levels was nausea. The customer treated high blood glucose levels with insulin pump. Based on customer report customer does not allege pump was under delivering. Customer was assisted with troubleshooting and the insulin pump passed the displacement test. The device will be returned for analysis.